Event description:
It was reported that the programmer locked up multiple times when attempting a save-to-disk during a device interrogation, that the blue error screen popped up. It was further reported that the system clean-up disk was used multiple times but the problem persisted. Follow-up determined that the programmer did need to be changed out, that the device check was completed but the information could not be saved to disk. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to save to disk, the programmer passed bench check and functional console tests. (B)(4).

Event description:
It was reported that the programmer locked up multiple times when attempting a save-to-disk during a device interrogation, that the blue error screen popped up. It was further reported that the system clean-up disk was used multiple times but the problem persisted. Follow-up determined that the programmer did need to be changed out, that the device check was completed but the information could not be saved to disk. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; (B)(4).